Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got motor arm cannot communicate with the main arm as well as they tried changing the battery and insulin pump was off. The customer¿s blood glucose level was unknown. Troubleshooting was performed for pump error. The product will be returned for the analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 4 alarm due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked behind the device near the battery compartment.